Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event information was requested on 05/13/2014. (B)(4). Manufacturer report# (s): 1049092-2014-00108, 1049092-2014-00110, 1049092-2014-00111, 1049092-2014-00112, 1049092-2014-00113, 1049092-2014-00114, 1049092-2014-00115, 1049092-2014-00116 and 1049092-2014-00117 respectively. (Report 2 of 10). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on september 08, 2015. No previous investigations are available. After thorough batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports urine will not drop below anti reflux valve in 10 pouches. It was reported that this issue occurred on ten (10) separate cases. (Report 2 of 10).